Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer found the cause and confirmed the erroneous result was due to the glucose module and sensor. Service replaced the module and sensor and that resolved the issue with the erroneous results. Instrument software version is 5.4. Beckman coulter internal identifier is (B)(6).

Event description:
Customer reported to beckman coulter customer technical support four patient glucm results were erroneously low on their unicel dxc 800 synchron system. The results were amended. No change to patient treatment was reported and no adverse events are associated with this incident.